Event description:
Boston scientific received information that a patient from this region expired following an infection of unknown origin. The physician communicating the information stated the device manufacturer was unknown. Additionally, it was unknown if the device or the implant procedure caused or contributed to the patient's death. The physician stated the patient records have since been sealed and it remains unlikely any further information will be received.

Manufacturer narrative:
If further information is received at a later date, a follow-up report will be submitted.